Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was explanted and replaced with a new model. Follow-up indicates the patient desired to take advantage of updated device technology. Reportedly, therapy was restored postoperatively.